Event description:
Per the clinic, the patient experienced no response to sound on 11 electrodes, reportedly due to the incomplete electrode insertion during the initial implantation. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (specific date not reported), and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.